Manufacturer narrative:
Analysis received three sealed reservoirs and found two units with snap-caps too loosed to properly connect and release. The remaining unit pass all inspections. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir has a filling anomaly and the snap-cap is loose. The customer's blood glucose was 16.7 mmol/l at the time of incident. The reservoir will be returned for analysis.